Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pulmonary resection procedure. For the sixth firing, the stapler and load were locked. The stapler had stopped working. In order to resolve the issue and complete the case, replaced with another manual stapling handle. There was no patient harm. The patient outcome is alive, no injury.